Event description:
The user facility reported that the tip of this glidewire broke off after repeated use where techniques of looping the wire and using with a catheter were attempted to cross an innominate vein occlusion. The tip broke off approximately 1.5cm from the distal wire tip. The tip was attempted to be retrieved; however, was unsuccessful. The tip migrated to a collateral vein where the physician deemed it safe to leave and more damage may have been caused attempting to retrieve. The patient's condition was stable. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 30nov2020. The procedure was an innominate vein recanalization.